Event description:
It was reported that the tip of the screwdriver chipped off during usage. The broken fragment was retrieved. Procedure was completed with another screwdriver. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reports the sample was received with the tip of the screwdriver chipped as stated. The chipped fragment was not returned for inspection. A review of the device history record did not show conditions that could have contributed to the reported event. According to the design this complaint is considered invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).